Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 316.9 cm from the top of the connector to the tip. The exposed glass tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken within the connection, likely as a result of handling damage during setup that manifested during the procedure. Damage within the connector of the device can result in inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on october 25, 2019 that a flexiva 200 tractip laser fiber was used in an unknown procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was inserted into the laser unit and was working, but stopped firing half way through the case. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.